Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a greater than 400 ohms system impedance measurement was observed for this unknown electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) noted it was likely a connection or header issue. There was limited information and the caller hung up abruptly. Additional information was sought which noted this had transpired from a call from a physician in which the s-ICD was repositioned as this electrode pin was not fully inserted into the s-ICD header by the physician. The field representative does not have the patient or device information. No adverse patient effects were reported and no further information is available.